Manufacturer narrative:
The event is supplemental and that the investigation findings will be submitted under MFR # 2916596-2025-00695. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a gastrointestinal (gi) bleed. This was treated with a transfusion on (B)(6) 2025 where the patient received 8 units or more but less than 16 units. Prothrombin time was 1.0 iu, activated partial thromboplastin time (aptt) was 42 seconds and platelet count was 21.2 ×104/l. No medication was given. There was no anticoagulant therapy at the time of the event. The cause of the bleeding was complexities of medical management. This was not considered to be device related and was thought to be due to pathological conditions.